Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011245 and k002188. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported impant removed due to infection and pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: catalog d4: lot number updated to unknown d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer g4: PMA/510(k) number k011245 and k002188 h1: type of report, follow-up number h2: follow up type h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative upon ongoing investigation it was identified that the implant received does not correspond to implant reported on MFR-0002023141-2022-00132 therefore this report is intended to update reference. H3 other text : summary investigation

Event description:
No further event information is available at the time of this report.